Event description:
On 17-apr-2026, a sales representative reported via email that an ar-1588sbr-rtt-ib fibertag tightrope soft button with internalbrace did not perform as intended during an acl reconstruction procedure. The implant reportedly did not adequately maintain acl allograft fixation. As a result, an alternative acl reconstruction technique was used to safely complete the procedure, and the initially implanted device was left in place. No patient harm was reported. Additional information was received on 23-apr-2026: during initial fixation on the lateral femoral condyle, the tightrope soft button was deployed as intended and tested to confirm adequate fixation. At that time, the device was unable to maintain fixation and did not hold securely. No visible damage or abnormalities were observed on the implant or associated sutures, and no resistance, binding, or unexpected movement was noted during tensioning. The originally implanted device was left fully in the patient. To complete the procedure, the surgeon dissected to the lateral femur and placed an abs button beneath the sb tightrope to achieve fixation. The case was completed using product ar-1588tb-3ib. The surgery was delayed approximately 20 minutes. No additional anesthesia was administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.